Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (B)(4).

Event description:
It was reported that the patient went to the hospital due to back pain. The patient consulted a physician and was diagnosed of subdural hematoma. The patient underwent a lead explant procedure. The explanted lead will not be returned.